Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 606 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer delivered a bolus via the pump prior to going to the ER to address bg, and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2024 with the issue resolved and no permanent damage. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.